Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 5f radial guiding catheter was being used during the procedure. A 4.0 x 12 mm xience alpine stent was implanted without issue. The 4.5 x 8 mm nc trek balloon catheter was advanced without issue and inflated to an unknown pressure. The balloon was then confirmed to be fully deflated, and removed; however, resistance was noted with the guiding catheter, and the devices were removed as a single unit. The procedure was completed with a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.